Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional testing on the device. It was determined that the cause of the iipv event was due to an insufficient drain and use error, further specified as an inappropriate bypass of a drain, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass a drain. The guide warns that bypassing a drain when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 14:06:55. During night drain cycle three, the patient's ultrafiltration reading was 285ml, indicating the home patient drained 285ml more than their maximum programmed fill volume of 350ml. No additional information is available.